Event description:
Additional information shows lead remains implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that low r-waves and high thresholds were observed. Micro lead dislodgement was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.